Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Section h6 and h10: the delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. No procedural videos/imagery/photographs were provided for evaluation. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Both a device history record (DHR) review and a lot history review were not able to be performed as the lot number was not provided. The complaint for ¿delivery system ¿ leakage¿ was unable to be confirmed and the complaint occurrence rate did not exceed (B)(6)2020 control limit for the trending category. Therefore, a complaint history review was not required. The commander instructions for use, the procedural training manual, the commander procedural training manual and the edwards sapien 3: valve-in-valve patient screening and procedural training manual, mitral position were reviewed for instructions/guidance on device preparation/usage. Per the procedural training manual, ¿in general, measured internal orifice diameters may be smaller than the manufacturer¿s internal diameter and labeled valve size, due to various mechanisms of bioprosthetic valve failure (i.e. Calcification, pannus)¿. Based on the review of the IFU/training manuals, no deficiencies were identified. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were confirmed and the complaint rate did not exceed the june 2020 control limits for the applicable trend category, a product risk assessment escalation was not required. The complaint was unable to be confirmed, as no photos/cine were provided. Additionally, since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis, and therefore no manufacturing non-conformances were able to be identified. A review of manufacturing mitigations did not reveal any indications that a manufacturing non-conformance contributed to the event. A review of IFU/training materials also revealed no deficiencies. The type of leak was not able to be identified. However, per the complaint description and cer, there was blood found entering the atrion balloon leading due to damage incurred by the delivery system. As the balloon was prepped without issue and the valve deployed, damage to the balloon may have occurred due to potential contact with the valve implanted or due to contact with calcification. Since the leakage was not seen until after the initial inflation, then it is likely that this occurred during the first inflation. It is possible that it made contact with the preexisting stent causing it to leak. Contact with calcification found on the pre-existing stents may lead to a puncture due to pressure exerted when the balloon contacts the stent. Calcification may have also led to damage as calcification creates an uneven surface that may lead to balloon damage causing leakage. While a definitive root cause is unable to be determined, available information suggests that patient (calcification) factors contributed to delivery system leakage. The complaint occurrence rate did not exceed the (B)(6)2020 control limit for the relevant trend category, therefore no corrective or preventative actions, nor product risk assessment are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transseptal valve in valve (26mm sapien 3 in 25mm surgical valve) tvr procedure in the mitral position, post implant of the 26mm sapien 3 valve there was residual pvl. Two (2) ml of contrast was added to the delivery system balloon in order to post dilate. However, as the delivery system was reinserted, blood was seen coming back into the atrion syringe. At that point, per tee the pvl was improving, (reduced to trivial) and it was decided the post dilatation was not necessary. The delivery system was removed without consequence to the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).